Event description:
The customer alleged discrepant results generated from a cobas® liat® system (s/n (B)(4)). A customer from the united states alleged that they received potential false positive results for 4 patients¿ samples when tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6), 2021 that run #1554 generated a sars-cov-2 positive result for a patient¿s sample, run #1563 generated an influenza a positive result for a patient¿s sample, run #1584 generated a sars-cov-2 positive, influenza b positive result for a patient¿s sample and run #1590 that generated a sars-cov-2 positive result for a patients¿ sample. No information provided on retest or repeat runs. No patient details were made available patient sample was collected using bd universal transport media or medschenker. The customer confirmed there was no allegation of harm to the patients. Four (4) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was returned for evaluation and repair. From an initial evaluation it showed evidence of low baseline and negative baseline, these were due to a tube leakage, and false positive results were observed. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190 and UDI. (B)(4). (B)(4).